Manufacturer narrative:
Product event summary: the introducer was returned with several kinks on the shaft. When saline was injected into the port with the valve open, leaking was observed from the valve main housing. There was no damage observed on the valve and the cause and exact location of the leak could not be determined. There was not an obstruction observed during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to an ablation procedure, following the transseptal puncture, air was observed in the sheath. The connection between the sheath and the stopcock was broken. The sheath was replaced and no patient complications have been reported as a result of this event.